Event description:
This case was reported by a consumer and described the occurrence of leukemia in a pt who received super poligrip original denture adhesive cream (formulation (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip original denture adhesive cream (dental). On (B)(6) 2009, the pt experienced leukemia. On an unk date, the pt experienced inability to taste. The consumer could not provide the lot number and was not returning the product. The consumer no longer had the box and was unable to read the lot code on the tube. This case was assessed as medically serious by gsk. Treatment with super poligrip original denture adhesive cream was discontinued. At the time of reporting, the events were unresolved. Super poligrip original denture adhesive is mfg in (B)(4) and neither the product nor the lot number for this product was available. (B)(4).